Event description:
The customer contact reported a delay in critical therapy following inability to inject through the clave port. At an unspecified time, the male luer lock of a syringe was connected to the clave port of the tubing set to deliver an unspecified concentration of kogenate fs IV push. At 1730, it was reported that the nurse attempted to deliver the medication through the clave port; however, the nurse was unable to depress the plunger. The customer contact reported that the nurse disconnected the syringe from the clave port. At this time, it was noted that the "inner cannula stayed recessed when the kogenate glass syringe was removed." It was reported that the nurse "was unable to aspirate syringe contents to administer with new syringe. Unable to infuse via supplied butterfly." The customer contact reported that transfusion medicine and acute care pediatrics department were notified. The customer contact reported that the "kogenate fs had to return to transfusion medicine to order another product." There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.